Event description:
It was reported a catheter was dislodged. It was noted this was confirmed. It was stated this had happened more than once where the suture comes undone from the vwing anchor and popped open causing catheter migration issues. At the time of this report, no further info was reported. Add'l info was requested and will be provided when available.

Manufacturer narrative:
(B)(4).